Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of white contamination in the a/w channel, the evaluation found the following non-reportable malfunction(s): distal end adhesive lifting, insertion tube bending section cover adhesive lifting; image out of alignment; up/down angle play; left/right angle play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited white contamination on the air/water (a/w) channel. There were no reports of patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07feb2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.